Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported oversensing and noise were observed on ventricular tachycardia non-sustained stored episodes. This was unable to reproduced with isometrics in office. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.